Event description:
The consumer's ecp contacted cvi to advise that the consumer had a reaction of the eye (os) after receiving a set of trial lenses. Cvi obtained additional medical documentation from the ecp that provided the following information: on (B)(6) 2016 contact lenses dispensed to consumer, (B)(6) 2016 (od) had normal external appearance and (os) had moderate redness/tearing and inferior staining, and on (B)(6) 2016 there appeared to be an allergic reaction (os) and the consumer was advised to temporarily discontinue contact lens wear. The consumer was diagnosed with uveitis and prescribed prednisolone and ciprofloxacin (q2h). As a result of the event, which has fully resolved as of (B)(6) 2016 (without any permanent medical conditions), the consumer permanently discontinued contact lens wear (os).